Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. Technical services (ts) was consulted and discussed reprogramming options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This event was received through anonymized form, therefore limited information was available regarding this complaint. A supplemental report will be submitted if any additional information is received.